Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a basic evaluation. It was reported that by trial patient's husband that trial patient was still hospitalized due to oxygen levels being low after the procedure. More information was received the following day (B)(6) 2018 with trial patient still being hospitalized. No further complications were reported.